Manufacturer narrative:
(B)(4). Insulin pump p-cap, reservoir locked properly in place. Insulin pump received with cracked keypad overlay, cracked case (battery tube), and cracked battery tube threads. Insulin pump passed displacement test, active current measurement, and self test. Insulin pump received with unexpected battery power loss shown in power graph and had high sleep current due to corroded battery tube and corroded electronic assemblies.

Event description:
Information received by medtronic indicated that the couple of batteries were tried on the insulin pump still the battery depletes very fast. Customer stated that the insulin pump received low battery alert prior to the replace battery now alarm. Customer stated that the top portion of battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.